Manufacturer narrative:
All available information was investigated and the reported failure to establish final arm angle (efaa) could not be confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided and the returned device analysis, a conclusive cause for the reported failure to efaa cannot be determined. It should be noted in the mitraclip instructions for use states ¿do not over-invert the clip arms. Do not turn arm position more than 1 full turn past a clip arm angle of 180 or past when resistance is first noted. As the user may have over inverted the clip this is considered a deviation from the instructions for use. It is possible the reported failure to hold efaa is the result of the user error of over inverting the clip, however this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), it was noticed that the tech may have slightly over inverted the clip arms before closing the clip. The cds was inserted and the leaflets were grasped. The clip was attempted to be deployed; however, while attempting to establish final arm angle (efaa), the clip arms opened to almost a completely inverted position. Efaa was performed again, but the clip opened. The leaflets were released, and an attempt was made to grasp and lock the clip again. The leaflets were successfully grasped and efaa was performed; however, the clip failed efaa. The clip was not implanted and the cds was removed and replaced. After removal of the cds, the device was tested outside the anatomy and failed efaa again. One clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.